Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4968-60 lead, (B)(6) 2013. A 4938-35 lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that there the device was at elective replacement indicator (eri) and there was unexpected battery longevity however, it was noted high outputs were used. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis of the device revealed normal battery depletion.